Event description:
Customer reported issues with the insulin pump. Customer states that when they woke up in the morning they were running high. The blood glucose reading is 406 mg/dl. Nothing further reported.